Manufacturer narrative:
Follow-up #1: date of submission 10/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: the pump's black box showed no evidence of short battery life. There was a battery alarm observed on (B)(6) 2016 that was attributed to normal use of the pump. The battery compartment was cracked. The returned battery cap was able to fit securely. There was no visible evidence of moisture observed. The ¿ez-prime¿ steps were performed correctly. The pump's sleep current draw was found to be above specifications. The pump failed a leak test due to the battery compartment crack. Moisture corrosion was found on the cgm module. The sleep current reading returned to specifications after unplugging the cgm flex from the printed circuit board. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life and there was evidence of moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.